Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
It was reported that following a endoscopic stoma procedure on (B)(6) 2016, on (B)(6) 2016 the patient reported pain whenever turning in bed. Upon examination, it was determined that a t-bar had migrated and was coming out of the patient's stomach wall. Per additional information received on 21 oct 2016, the doctor alleged that location of the t-bars was confirmed by CT scan: one was horizontal to the gastric wall, one was about to begin migration, and one was stuck diagonally to the gastric wall. The doctor reported that the patient's pain went away after two days and was discharged from the hospital without any surgical intervention. No further information has been provided at this time.

Manufacturer narrative:
The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.